Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), coronary flow obstruction and cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures are potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, proctored procedures, proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. In this case, as reported, displacement of calcium or embolization of debris may have caused the coronary occlusion. The source of the pericardial effusion could not be determined, but perforation by the guidewire, delivery system, pacer lead or calcium may be contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After successful implant of a 29mm sapien 3 valve, the patient went into v-fib. The patient was placed on cardiopulmonary bypass and shocked, but there was no pulse. CPR was performed and emboli was observed in the coronaries. The lad and circumflex were stented. The patient was stabilized and weaned off bypass. Approximately 1 hour later, the patient had a tamponade and was tapped. The source was unknown. There was no effusion noted prior to or during the case. At the time of the report the patient was stable. The patient had a tight valve. The native valve was crossed with an edward's 25x4 bav balloon and then "watermelon seeded." Small peripheral balloon was then used followed by a true balloon. The occlusion was thought to be either thrombus or calcium. However, the act was greater than 250 and the patient did not have a clotting disorder per their medical history.